Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with trace ketones. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. The cause for the high bg was unknown. A bolus was delivered to address the high bg level. Tandem technical support performed a pump system check and determined the pump functioned as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.